Event description:
It was reported that during a esophagectomy procedure, the white pad was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 02/20/2009. Information anticipated, but unavailable at this time.